Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the instrument did not work, although it was connected properly. More specifically, the instrument did not cut, grasp, or cauterize.